Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h10. The cusaexcel9 was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint as valid. As reported by the customer, the footswitch works intermittently. A yearly preventative maintenance (pm) was performed, including input of a cooling pm kit along with all safety tests to resolve the issue. Root cause - the root cause was confirmed as the cooling sensor being defective. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the foot pedal on the cusa excel w/ console 220v ac with footswitch (cusaexcel9) "does not work exactly." Per customer, "sometimes after pending 5 or 6 times it works and then again it does not work." The device was in contact with a patient; however, there was no patient injury. The event led to increased surgery time of 2 hours.

Event description:
N/a

Manufacturer narrative:
Updated fields: g3, g6, h2, h10, h11 corrected field: d9 this MDR is being submitted for correction of a date error in field d9 of follow-up mdrs #s 1 and 2.

Manufacturer narrative:
Per investigation findings, the root cause reported in follow up MDR #1 has been updated to read as follows: root cause: the root cause was confirmed as the cooling sensor defective, due to no annual preventive maintenance being carried out on this unit for seven years. The cooling water system may have been blocked due to the build-up of impurities, and then during use when the footswitch was pressed the water flow to the handpiece would have being restricted. This would have cause the electronics to detect a problem and cease working. With the new cooling pm kit installed the footswitch and water flow would continue working and not disrupt the console. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.